Manufacturer narrative:
The inform ii-meter serial number was (B)(6). The meter and test strips were requested for investigation. The test strips have been used up and are no longer available to return. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 neonate patient sample tested on an accu-chek inform ii meter compared to the laboratory. At 10:10 a.m., the meter result was 2.4 mmol/l. The result from the laboratory using the same sample was 3.5 mmol/l.